Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that rv lead was replaced due to high pacing threshold. Exit block due to heart tissue forming at the tip of the lead was suspected.